Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked connector at the lcd board. Unable to perform displacement test due to unresponsive buttons. The insulin pump has cracked reservoir tube lip, minor scratched lcd window and cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the esc button was not responding during priming. Customer's blood glucose was 280 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.